Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. Programming changes were performed to resolve the issue; the patient will continue to be monitored. There were no patient consequences.